Event description:
After removal of the mainbody from the leave-behind sheath of the bifur listed above, the sheath began to leak blood from the bottom part of the black grip handle of the sheath. The location of the leak occurred between the several black molded plastic pieces approximately half-way on the sheath handle below the flush port. Blood loss was definitely noted by physician and blood loss mostly attributed to the sheath leaking. Patient outcome - "as of this time, no adverse outcome occurred with the patient other than blood loss during index procedure."

Event description:
After removal of the mainbody from the leave-behind sheath of the bifur listed above, the sheath began to leak blood from the bottom part of the black grip handle of the sheath. The location of the leak occurred between the several black molded plastic pieces approximately half-way on the sheath handle below the flush port. Blood loss was definitely noted by physician and blood loss mostly attributed to the sheath leaking. Patient outcome - "as of this time, no adverse outcome occurred with the patient other than blood loss during index procedure."